Manufacturer narrative:
This report is for an unknown elite bone staple/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 12, 2022, a revision hardware removal surgery occurred due to pain from the patient. The removal was very difficulty and resulted in an unknown harm to the patient. More than 1 revision surgery occurred on unknown dates. 1 procedure where two were the cci implant, 4 leg elite continues compress the implant and it was very difficult to remove. 1 procedure where the surgeon cut the implant and the patient retained the leg of the cci implant. This (B)(4) (post-op) is related to this two (B)(4) (post-op) and (B)(4) (intra-op). Concomitant device reported: unk - cutting instruments: trauma (part# unknown; lot# unknown; quantity: 1) this is report 1 of 1 for (B)(4). This report is for an elite bone staple.